Manufacturer narrative:
The retained samples from the reserve lot were not tested due to lot number not being provided. The actual device worn in the incident was not returned, which prevented us from testing and evaluation the device. Should we receive the device, testing and evaluation will be carried out and if required, a follow up MDR will be submitted.

Event description:
(B)(6) called to report the death of her father (B)(6). Cause of death was related to the kidney complications further complicated by dia-related reasons. Patient dead at the hospital, patient was not wearing the pump at the time of death. Doctor's contact details have not been provided.